Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty charge-coupled device (ccd). The specific cause of the faulty ccd was attributed to a leaking connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image. The reported issue occurred during reprocessing at preparation of use for a therapeutic laparoscopic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image during angulation due to a defective charge-coupled device unit. Upon further inspection, it was observed that the scope connector had leakage. Lastly, it was observed that the video cable was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.